Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited under-sensing, high pacing impedance and high pacing threshold which resulted in loss of capture. After several attempts of lead reposition, the ra lead helix was failing to extend. The ra lead was not used. The physician continued with the second ra lead and completed the procedure. The patient was in stable condition.